Event description:
It was reported that pump displayed cartridge change error while customer was attempting to use pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, inspected cartridge o-ring and pneumatic area, cleaned pump as instructed, reattached cartridge securely, successfully completed load process, and resumed insulin delivery with no further issues reported.